Event description:
Complainant alleged that during a routine shift check by a clinician the device stopped charging at around 50 joules and displayed error message code "status 90" on the monitor screen. The complainant indicated that there was no pt involvment in the reported failure.